Event description:
Patient experiences reaction from metal to metal in his mouth, possibly galvanic shock. The patient also had significant soft tissue lesions from the screw/hub placement.

Manufacturer narrative:
Lesions are present on both the right and left side of the interior of his lips. They are red and the tissue is uneven and looks like he may be chewing on the tissue in that area. The physician noted that the patient's mouth was very dry. Patient was not tested for allergies to materials but has history of allergic reactions. The patient went to a oral surgeon and was treated for dry mouth and got eloquis to treat lesions.